Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was alleged that there was a fire caused by a laptop power cord overheating due to a fluid bag hung on the anesthesia machine. The event occurred after hours and there was no patient involvement.

Manufacturer narrative:
Additional information was received confirming that there was no involvement of the ge healthcare aisys cs2 device and no allegation against the device. There was no reportable malfunction.